Event description:
It was reported that the event involved a male patient. Relevant medical history/diagnosis: nstemi-anterior (all precordial leads st-segment depression); listal lmca 90% stensis. While in the cath lab, the intra-aortic balloon (iab) was prepped. In 2008, the puncture site, 1 x left common femoral artery. The sheath was inserted without difficulty. There was "significant resistance while advancing the iab, the tip of the iab was below the diaphragma. As a result, the md removed the iab and the sheath as one unit. The patient was haemorrhaging from the puncture site. The md inserted another sheath from a second kit. The iab, a rediguard 8fr 40cc, was inserted without problems. Performing pci. The patient passed away in the same month, while in the intensive care unit. The iab had been removed previously.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.